Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level ranged from 400 mg/dl to 500 mg/dl. She changed her site and took a manual shot to lower her blood glucose level. The device was not returned.